Event description:
It was reported torque handles do not have adequate performance. No patient impacted, no delays obtained. During evaluation, it was reported one handle was not performing within specification. This report is for one torque wrench this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: b3: unknown event date h3, h4, h6 photo investigation photos were provided for review. The photo investigation did not revealed the reported does not function allegation for torque wrench however it shows the signs of usage. Review of provided photo shows the device however without having actual device for evaluation event remains unconfirmed and cause remains undetermined. H3, h4, h6 physical investigation visual analysis of the returned samples revealed that exhibits signs of normal use. No cosmetic defects were observed on the surface. A dimensional inspection were not performed as it is not applicable to the complaint condition. A functional test were performed. -torque specification for the device is [72-88] lbf*in -actual measured values range from [93.07-99.74] the device is performing high on specification, the other device is performing as intended. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the torque wrench would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Dimensional inspection: n/a device history a review of the receiving inspection (ri) for torque wrench was conducted identifying that lot number km938847 was released in one batch. ¿ batch 1: lot qty of 59 units were released on 04 jan 2022 with no discrepancies. Supplier: tecomet as a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.